Manufacturer narrative:
Discordant negative b (abo2) reactions for one sample from a transplanted/transfused patient. The root cause could not be determined. No general product failure is identified. No biased result was reported to physician. The patient was not harmed.

Event description:
A customer complained after obtaining discordant negative b (abo2) reactions for one transplanted patient using ortho biovue technique in conjunction with their two ortho vision analyzers. Complainant: name: (B)(6). Complaint reporter: (B)(6). Event date: (B)(6) 2017. Reported on: 23 august 2017 by the customer to ortho laboratory specialist who reported it to ortho care helpdesk on the same day. Patient¿s information: patient is known to have receive an abo incompatible haematopoietic stem cell transplant last month, not yet converted to donor status. The patient is known also to have been transfused with ab blood or b plasma/platelets from aphaeresis. No further information was provided by the reporter. Software version: not provided. Reagent: ortho biovue system abo-rh/reverse grouping cassette lot not provided by the reporter. Ortho affirmagen cells lot a011z expiry date 29 august 2017. The customer reported that a patient sample was tested for abo typing using abo-rh typing using ortho biovue system abo-rh/reverse grouping cassette and affirmagen cells in conjunction with their two ortho vision analyzers (j60002376 and j60002476) and that they had obtained with each analyzer, negative reactions with biovue anti-b(abo2) and anti-a(abo1) reagents, 3+ reaction strength for a1 cells and 0.5+ reaction strength with b cells. The reporter said that both ortho vision analyzers concluded to an o blood group. No further information was provided by the customer. The customer said that they were expecting a 4+/mixed field reaction with anti-b(abo2) biovue reagent. The customer said that they had tested the same patient sample for abo typing using an alternative tube method from competitors and that they obtained a mixed field / 4+ reaction. No further detail was provided. The customer reported that no biased result had been reported to a physician and that the patient concerned had not been harmed as a result of the reported event.